Event description:
As reported, it was a case of an implant of 26mm edwards sapien 3 transcatheter heart valve in aortic position by transapical approach. During procedure, upon inflation of the balloon during valve deployment, a balloon burst was noted. Toe assessment showed a well placed and fully expanded thv with no ar. There wasn't missing material. Patient remained hemodynamically stable, without complication and with good outcomes. (Without gradient).

Manufacturer narrative:
Investigation ongoing. Device discarded.

Manufacturer narrative:
As the device was not returned to edwards lifesciences for evaluation, a no product returned engineering evaluation performed. As no device was received, no visual inspection, functional testing or dimensional testing were able to be performed. Review of complaint activities/attachments revealed the balloon was not overinflated. Post procedural device photos were provided by the complaint site and reviewed. The images revealed the inflation balloon burst longitudinally shoulder-to-shoulder. A kink was observed on guidewire lumen within inflation balloon the work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review of the related work order revealed no other complaints relating to the complaint codes below. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. IFU for certitude delivery system, procedural training manual and device preparation manual were reviewed. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) for the certitude delivery system (all models and sizes) was performed with the relevant codes. Prior closed complaints with any of the codes were reviewed for similar events and root cause identification. Of the root causes identified, a definitive root cause was unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The complaint was confirmed based on provided imagery. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. However, based on a review of the device history record (DHR) there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. Per complaint description, ''during procedure, upon inflation of the balloon during valve deployment, a balloon burst was noted.'' Patient anatomical information was not provided. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Due to limited information, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.